Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non preloaded product with unknown patient contact was defective. Additional information stated that lens was not used, haptic was kinked before implantation. Box in complaint form was marked yes for "lens explanted during secondary surgery" though not confirmed in follow-up. No other information was provided.

Manufacturer narrative:
Corrected data: on mar. 19 2024, upon further review and follow-up, information confirmed that there was no patient contact during this event. Therefore, as suspect product is a non preloaded product, event reported has been downgraded. This supplemental report is submitted to correct initial report. There will no longer be any further reporting under MFR report number 3012236936 - 2024 - 00280. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.